Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and it was observed that a c0 error code occurred when the device was started under heavy load. Therefore, the reported condition was confirmed. The assignable root cause was most likely due to excessive force applied to the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation corrected from one device to two devices. Two sc3002_ao: console, electric, with irrigation devices were returned for evaluation as reporter was unable to determine which device was used for which event. These were serial numbers (B)(4). Reliability engineering evaluated both devices and the reported condition was confirmed. It was determined that the c-0 error code occurred when the device was started under heavy load. The assignable root cause was determined to be most likely due to excessive force applied to the device which was misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 6 for the same event. It was reported that during a minimally invasive lumbar surgery, it was discovered that the console device displayed a c0 error message while in use with a motor device, an attachment device, a bearing sleeve device, a foot control device and a console device. According to the report, the surgical procedure was six hours long. During the length of the surgical procedure, the surgeon had to tap the foot pedal numerous times to get the motor device to operate ¿every time he began to drill again¿. The reporter indicated that surgeon had to tap the foot pedal twelve to thirteen times during the six-hour surgery. As a result, there was a five minute delay in the surgical procedure. The surgery was completed with the original devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. The reporter stated that the following devices were used in the surgery: a motor device, two attachment devices, a bearing sleeve device, a foot control device and a console device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.